Event description:
It was reported that the surgeon had insertion problems with the micl12.6 implantable collamer lens. Further info was requested from the surgeon but not yet forthcoming. If any add'l info is rec'd, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B) (4) - work order search. Results - a work order search was performed and there were no similar complaints within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).